Event description:
A physician reported that during an intraocular lens (iol) implantation procedure, one of the haptics was slightly torn during insertion. However, according to the physician, the iol remained stable and was not explanted. There was no impact to the patient. Additional information was requested.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.3., h.6. And h.11. The product was not returned, and the reported product lot number was not provided. As a result, lot-specific reviews for similar complaints or non-conformances could not be conducted. However, prior to production release, each device history record was reviewed to ensure that the product met the required specifications and release criteria. A non-qualified viscoelastic was indicated. The root cause may be related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was used with the device. The IFU instructs that during device preparation and implantation of the iol using the company's preloaded delivery system, a company-qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and lead to potential complications during device preparation and implantation. Broken haptics may occur due to the following: use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. Operating room temperature exceeding 23°c (73°f), which negatively affects lens folding consistency. The lens becomes more adherent, inhibiting lens advancement. Additionally, haptic strength (modulus) decreases as temperature increases, making it more likely to break under stress. Overfilling the device with ovd, which can prevent proper placement of the trailing haptic or displace the lens, resulting in misfolding. Occurrence of a straight trailing haptic that was not properly detected as being out of position. Incomplete advancement of the plunger or plunger retraction, which may prevent proper release of the trailing haptic from the device. Any of the above causes, individually or in combination, may have contributed to the reported event. The account indicated that the product was not available for evaluation. Additionally, it was reported that the surgeon did not wish to be contacted for follow-up information. The manufacturer internal reference number is: (B)(4).